Event description:
It was reported that following a device changeout, the new device measures "none" for the svc coil impedance on the right ventricular lead. The lead was disconnected and reconnected several times during the procedure with the same result. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.